Event description:
It was reported that the device was used during an unk procedure. The device did not work. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was received with the firing and clamping mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specs. The mfg records were reviewed and no anomalies were found during the mfg process.